Event description:
Knee swelling [joint swelling]. Never saw any relief from the shots [therapeutic response decreased]. Knee pain [arthralgia]. Third injection "killed me" (injection site pain) [injection site pain]. Limited activities (mobility decreased) [mobility decreased]. Knee locks in back (unspecified) [joint lock]. Case description: knee pain, limited activities; knee locks in back; third injection "killed me". Info was received on (B)(6) 2006 from a (B)(6) female pt that weighed between (B)(6), initials (B)(6), with a medical history of osteoarthritis of the knee. The pt classified her knee pain as severe and stated that it drastically limited her activities and made routine activities such as walking and climbing stairs very difficult. The pt had her synvisc injections on unk dates into an unk knee. The first two injections were not that bad, according to the pt, but the third injection "about killed" her. She could not stand or walk for a while after the third injection which felt like it went through her bone. The pt was prescribed vicodin for her pain. At the time of this report, the pt's knee locked in the back and was very painful to pop back into place. On (B)(6) 2009. The original source document was a manufacturer solicited survey returned by the pt. In it, the pt reported that on unk dates she had arthroscopic surgery, and was treated with steroid injections and celebrex. Additional info was received from the pt on (B)(6) 2009. The pt reported receiving three injections of synvisc into an unspecified knee "a couple of years ago". The first two injections went fine, although she saw no relief from swelling or pain. During the third injection the hcp "must have hit something" causing the pt pain and the inability to walk for 30 mins post injection. Ever since the final injection of synvisc, her knee locks and she needs to "pop it in or out of place when I first try to stand or get out of a chair". She never received any relief and the swelling never went down. The pt stated that she needs a knee replacement, but she has been putting it off and living with her knee the way it is. No other info was provided. At the time of this report, the outcome of the patient was unk.

Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.